Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, unique identifier (UDI) #, medical device serial and medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had failed. A field service engineer discovered a medication spill in drawer 6 of the main cabinet. The spill was cleaned promptly. Upon inspection, it was found that rowboard e had no lights, and the drawer was equipped with an old rowboard cable. The cable was replaced, but this did not resolve the issue. Subsequently, the rowboard itself was replaced, which restored functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bbd pyxis¿ medstation¿ es system drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device had failed drawer and not detected on the communication bus. There were no adverse events or injuries reported based on this event.